Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a patient had grade 2 pressure damage noted below his/her portex® tracheostomy tube site. Extra lyofoam was apllied for added protection. It was suggested that the patient's stitches be redone. No permanent injury was reported.